Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: unk, pfj trochlea lot # unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had a patellofemoral replacement revision with a bigger sized patella due to pain approximately four years post implantation; the surgeon noted the patella used was too small.

Manufacturer narrative:
The x- ray was provided and review was performed by third party hcp. The review states that the cemented patellar component is undersized and is positioned medially and centrally, leaving the lateral facet articular surface largely uncovered. There is lateral tilt of the patella, with lateral patellar component polyethylene thinning/wear and thinning of patellar hyaline cartilage at the exposed lateral patellar facet. A small radiolucent osteochondral defect is present at the lateral edge of the patellar component. Elsewhere, no radiolucencies are present and no gross evidence of loosening of the patellar component reported event was confirmed by review of x-rays provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown.based on the provided information, it was determined that the patella was undersized and malpositioned which was causing implant wear and thinning of patellar hyaline cartilage at the exposed lateral patellar facet. Therefore, the root caused of the reported event was due to undersized and malpositioned patella; which was caused by unintended surgeon error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.